Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that when pushing the catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve was pushed in so it seemed to be defective. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved. There were no patient consequences. On 6/1/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.

Manufacturer narrative:
On 6/24/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that when pushing the catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve was pushed in so it seemed to be defective. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved. There were no patient consequences. Device evaluation details: the received device was inspected and the hemostatic valve was observed pushed inside the luer hub. Brim cap and friction ring have no damage. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).